Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed. The instrument was found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors wire snapped at the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The wire snapped during the procedure not prior to the start of the procedure.